Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 116mg/dl. The caller stated that the insulin pump was exposed to moisture. The customer called back and stated that the display was completely blacked out. The customer removed the battery for five minutes and inserted a new battery, but the display did not return. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with frozen display, anomaly isolated to the motherboard. Unable to confirm blank display, button error alarms due to the frozen display. However, found corroded keypad trace. No trace of moisture damage found on the electronic assembly.